Event description:
The patient reported that the insulin flow was blocked with past event resolved and had high blood glucose levels which was treated with correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.